Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital. Upon interrogation, it was noted the implantable cardioverter defibrillator - ICD was in backup vvi due to low battery. The ICD was reprogrammed and the patient experienced no consequences.